Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the 5th node. A new valve was cautiously loaded into a new delivery catheter system (dcs), and the shape of the transcatheter valve was adjusted using warm saline. However, under fluoroscopic inspection of the second loading attempt, a misload was identified due to a frame node overlap extending to the 5th node. Therefore, a new valve was "softened" by soaking the valve in cold water and was cautiously loaded into a new delivery catheter system (dcs). Upon fluoroscopic inspection of the third loading attempt, a frame node overlap extending to the 3rd node was observed. A pre-implant balloon aortic valvuloplasty was performed; however, a left bundle branch block (lbbb) was observed following the pre-implant bav. Upon deployment of the valve up to the pointof no recapture (ponr), intrinsic rhythm was observed and the valve was fully deployed. Following full deployment, complete heart block (chb) was observed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the 5th node. A new valve was cautiously loaded into a new delivery catheter system (dcs), and the shape of the transcatheter valve was adjusted using warm saline. However, under fluoroscopic inspection of the second loading attempt, a misload was identified due to a frame node overlap extending to the 5th node. Therefore, a new valve was "softened" by soaking the valve in cold water and was cautiously loaded into a new delivery catheter system (dcs). Upon fluoroscopic inspection of the third loading attempt, a frame node overlap extending to the 3rd node was observed. A pre-implant balloon aortic valvuloplasty was performed; however, a left bundle branch block (lbbb) was observed following the pre-implant bav. Upon deployment of the valve up to the pointof no recapture (ponr), intrinsic rhythm was observed and the valve was fully deployed. Following full deployment, complete heart block (chb) was observed. Additional information was received indicating that the lbbb began prior to insertion of the dcs. A permanent pacemaker was implanted in the patient an unspecified amount of time after the procedure.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the 5th node. A new valve was cautiously loaded into a new delivery catheter system (dcs), and the shape of the transcatheter valve was adjusted using warm saline. However, under fluoroscopic inspection of the second loading attempt, a misload was identified due to a frame node overlap extending to the 5th node. Therefore, a new valve was "softened" by soaking the valve in cold water and was cautiously loaded into a new delivery catheter system (dcs). Upon fluoroscopic inspection of the third loading attempt, a frame node overlap extending to the 3rd node was observed. A pre-implant balloon aortic valvuloplasty was performed; however, a left bundle branch block (lbbb) was observed following the pre-implant bav. Upon deployment of the valve up to the pointof no recapture (ponr), intrinsic rhythm was observed and the valve was fully deployed. Following full deployment, complete heart block (chb) was observed. Additional information was received indicating that the lbbb began prior to insertion of the dcs. A permanent pacemaker was implanted in the patient an unspecified amount of time after the procedure. Additional information was received indicating that the permanent pacemaker was implanted three days after the procedure.

Manufacturer narrative:
Updated data: added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.